Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional (hcp) reported that the device component did not lead to the development of sepsis and/ or ischemic bowel. The symptoms were not related to the device or therapy. The device remained implanted in the patient. The patient was seen after the surgery and the device was checked. It continued to provide therapeutic effect.

Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the patient was having gastro paresis symptoms on (B)(6) 2015, vomiting 4 liters. The patient had his colon removed at surgery 4 days ago. The hcp did not have a programmer and they needed a manufacturers' representative. Additional information from the hcp reported that the patient was hospitalized for sepsis and ischemic bowel. The hcp was not informed of the patient's hospitalization; the information was received from the patient's wife. The patient required emergency surgery for a life threatening illness. The gastric stimulator was not turned off to the hcp's knowledge. The patient was indicated for gastric stimulation. No further information was reported about this event. Follow up was conducted to obtain the cause of the vomiting, the diagnostics performed and the actions/ interventions taken to resolve the issue. If additional information is received, a follow up report will be sent.